Manufacturer narrative:
(B)(4). Returned product consisted of the hub and 118cm of the hypotube and shaft of a quantum maverick balloon catheter. The distal shaft and balloon were not received. The outer shaft was microscopically examined. The shaft is completely separated 118cm from the hub and the distal portion of the device was not returned. The fractured/separated end of the shaft is stretched and jagged which indicates the shaft separation was due to tensile forces. There are numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-nov-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment/separation.